Manufacturer narrative:
Inspection of the returned cartridge revealed that the tip of the arterial luer connector had broken off. The exact cause of the broken luer is unknown. This component is a standard rotating luer connector that is widely used throughout dialysis. The user's guide addresses the potential for leaks with the following warning: "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Always tighten and recheck patient vascular access and all fluid lines, connections, caps and clamps. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved." Nxstage has reviewed the event with the facility. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, during rinseback of the patient's blood, the operator noted a crack in the arterial luer connector which connects to the patient's access needle. Only a partial rinseback could be performed, resulting in an estimated blood loss of 170cc. No medical intervention was required.